Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. From the inspection result at local service department, there were several damages on the device such as video cable pinhole causing leak. Therefore, it was considered that there was mishandling at the user facility, and it might have affected the event. Omsc presumed that the event occurred due to the following possible causes. * proper brushing and appropriate amount of watering are not performed during pre-cleaning or manual cleaning. * there was a delay in pre-cleaning after the case, and foreign objects settled and remained in the suction channel.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on july 5, 2021, there was foreign material from the channel. There was no report of patient injury associated with the event.